Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure the balloon stuck on the wire. The details of the lesion are unknown. The mustang 5.0 x 40, 75cm balloon catheter became stuck on an unknown guidewire. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.